Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the rca. The lesion was 99% stenosed, highly tortuous and calcified. Pre-dilation was performed. The device failed to cross the lesion and on removal it was noted that the stent was damaged. Another stent was used to treat the target lesion. There were no abnormalities noted during preparation/inspection prior to use. There was no patient injury or clinical sequelae reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (calcified, highly tortuous <(>&<)> 99% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (calcified, highly tortuous <(>&<)> 99% stenosis).